Event description:
A user facility filed a complaint stating that three administration sets leaked during use with an electromechanical ambulatory infusion pump. There is no report of patient contact or injury.